Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were rec'd. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the device. The batch records were reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopic chole procedure, the device is giving an instrument error code and they thought it was the silver hand piece. They switched handpieces, tried again, was still giving instrument error. Tried another shear, went through the same process, still giving errors. They just used the foot pedal and it worked; completing the case. No pt consequence.